Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the up arrow had to be pressed multiple times for a response. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button had a delayed response. All of the other keypad buttons were found to have normal spring back. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a faded discolored display screen and a cracked battery compartment, which has no effect on insulin delivery function, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet also instructs the user to call animas customer service if the user suspects that the product is damaged. A review of the pump history also revealed that the time and date reset to factory settings after the power was reset. The internal battery was found to be leaking and was unable to hold charge. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no issues noted. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.